Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: the patient reportedly sustained a pneumothorax after undergoing an ion endoluminal lung biopsy procedure. The patient reportedly required a chest tube to be placed to resolve the pneumothorax. The cause of the pneumothorax is unknown. However, the physician attributed the complication to performing a biopsy on a small nodule that was adjacent to the peri-fissural pleura. The physician indicated that he believes the pneumothorax may have occurred if the procedure was performed via another modality due to the lesion location. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax. The patient has since been discharged from the hospital. On (B)(6) 2022, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the pneumothorax was identified with a post-operative chest x-ray. The physician said this was event was not caused by the ion ¿because we were performing a biopsy on a small nodule that was adjacent to the peri-fissural pleura.¿ the physician stated that this pneumothorax may have occurred if the procedure was performed via another modality due to the lesion location. The pneumothorax was reportedly moderate/large in size at more than 30% the volume of the hemithorax. The physician reported that another chest x-ray was performed after an unspecified amount of time and it was noticed that the pneumothorax had increased in size. The patient was placed on a non-breathable mask after the pneumothorax increase in size was confirmed. The patient was hospitalized for four days due to a persistent air leak and was never considered medically unstable. A 14fr chest tube was placed to resolve the pneumothorax and was maintained until resolution was achieved. The patient has been discharged from the hospital with a full recovery.